Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, friction was encountered when inserting the sheath and dilator through the jugular vein. The pt was asymptomatic during this event. The greenfield vena cava filter was removed and replaced with a greenfield femoral system to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.